Event description:
Distal tip of caspar rongeur fractured during surgical procedure. Surgeon was unable to retrieve fractured jaw piece and was left in-situ. This event type is occurring below the frequency and severity that are usual for this device.